Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg pocket site was repositioned to resolve the issue.

Manufacturer narrative:
Attempts were made to obtain complete patient information. Additional information was not provided.

Manufacturer narrative:
Attempts were made to obtain complete event and patient information. Additional information was not provided. A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site. In turn, the patient may undergo surgical intervention to address the issue.